Event description:
It was reported that within the first year after implant the patient had revisions. After the implant he was not supposed to twist or bend, but work comp did not let him heal. They wanted him back to work and he ended up breaking his leads. They had to go back in 3 other times to fix them. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3587a, lot # lb4591, implanted: (B)(6) 2003, product type lead; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).